Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for low blood glucose levels. It was reported that the pump had scratches on screen, no delivery alarms, and frequent battery changes. No further information or assistance provided due to customer declining to proceed.